Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report that a patient sustained a fractured finger after an mr examination.

Manufacturer narrative:
This complaint was reviewed. Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. It is concluded that the incident as reported was caused by the patient grabbing the table top during inward movement of the table. Although in this case body straps were used during movement the patient was still able to grab the table sites. The operator should always check the patient's hands and make sure there are no cable or extremities positioned such that they can be caught. In this case no arm guides were used. There is a space between the patient table and the magnet cover where finger pinching may occur. This potential hazard was identified during design of the scanner and noted in the risk analysis. Furthermore, arm guides are provided with each scanner, which keep the arms inside the outer sides of the table top. Training is provided at installation of the scanner that includes the use of arm guides and the instructions for use. This training emphasizes the importance of the user ensuring that the patient¿s arms do not ¿dangle¿ outside the edge of the table top, creating a hazardous situation.